Event description:
Peel-away sheath broke leaving 6cm of sheath on the port catheter being placed. No medical risk to the pt - so peel-away sheet was left on the port catheter. Port pocket was sutured.